Manufacturer narrative:
The company service representative examined the system and no problem was found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4) (B) (4). (B) (4).

Event description:
Adverse event(s): "a corneal burn occurred" (burn, corneal). Product problem(s): "the occlusion bell did sound" (occlusion within device). The surgeon reported a corneal burn occurred. The surgeon stated the operating room was rather loud and it was difficult to hear the occlusion bell. The occlusion bell did sound and the surgeon immediately stopped and withdrew the phaco handpiece from the eye. A corneal burn was observed. The wound was closed with three sutures. The surgeon stated: she wanted the system checked. The surgeon did not fault the phaco handpiece for the corneal burn.